Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was noted to be in backup mode due to an unrelated procedure and MRI scan. Technical support was contacted and successfully reprogrammed the device. Furthermore, the device was interrogated and a data problem was observed. No intervention was performed to resolve the data problem. The patient was stable and will continue to be monitored.